Event description:
It was reported that this patient experienced diaphragmatic stimulation. Additionally, patient was sent for chest xray and would likely to be scheduled for right atrial (ra) lead revision. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient experienced diaphragmatic stimulation. Additionally, patient was sent for chest xray and would likely to be scheduled for right atrial (ra) lead revision. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted due to dislodgement. A new lead was successfully replaced. No additional adverse patient effects were reported.